Manufacturer narrative:
Product analysis: the device remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the physician was made aware of the small diameters of the patient¿s sinus of valsalva (sov). The physician chose to proceed with the procedure and use the guidewire and catheter to protect the left coronary artery. During the procedure, the valve was deployed to 80% and an angiogram with contrast was performed, which showed the right and left coronary arteries were patent. Subsequently, the valve was fully deployed. Normal hemodynamics were noted post-implant. A second angiogram was performed, which visualized coronary perfusion and the procedure was completed. Fifteen to twenty minutes later, the patient lost blood pressure, went into cardiac arrest, and cardiopulmonary resuscitation was initiated. Percutaneous coronary intervention (pci) was performed; the left and right coronary arteries were ballooned and stented. The patient stabilized and was placed on extracorporeal membrane oxygenation. The physician stated the patient¿s loss of blood pressure and subsequent cardiac arrest was likely due to valve coronary occlusion as a result of the small sov or unconfirmed thrombosis, but it was noted the valve did not dislodge. It was reported heparin was administered and the patient's activated clotting time (act) was monitored throughout the case; however, the frequency of heparin administration and specific act levels were not rep orted. It was noted the patient did not have any coagulopathy issues or other blood disorders that may have contributed to the potential of thrombus formation. No additional adverse patient effects were reported.